Event description:
It was reported that the ¿measurement value was abnormal when the kit was used. The device was exchanged and the problem was solved." It was also indicated that it was able to zero before use. The value was higher than expected, and a slight overshoot of the waveform was observed. There were no occlusions, leaks or kinks observed on the line. There was no patient complications reported.

Manufacturer narrative:
One flothru dpt with three-way stopcock was received for evaluation. Dpt zeroed and sensed pressure accurately on pressure monitor. Electrical testing showed that dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector. Visual examination found that the stopper of handle of three-way stopcock was damaged. Damage at stopper of the stopcock handle was most like occurred when the stopcock was over turned past 180 degree angle during customer use. No leakage was noticed from the entire unit during leak test. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks.